Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 17 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 32nd complaint for this product: one fit issue, 13 due to dislocation, one due to trauma, two revision surgeries, five due to infection, two for device loosening, one surgical technique, three for stability/poor joint issues, and four indeterminate. This is the first complaint for this lot number. The root cause for the dislocation was due to trauma which occurred as a result from the patient's daughter pulling her arm. The information reviewed showed the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt's shoulder was dislocated due to the daughter pulling her mother's arm.